Manufacturer narrative:
The arterial that disconnected was a customer made connection between line 5 and line 10. The customer did not tie band the connection as stated in the instructions for use. To correct this issue the customer temporarily stopped the procedure, tubing was tubing clamped and the line was re-connected. Then the arterial line was de-bubbled and the procedure was re-initiated. Review of the raw material inspections showed components were within specifications. Evaluation of the complaint sample tubing showed the inner diameter was found to be within specification and the wall thickness was slightly over specification. Evaluation of the complaint sample connector showed that it was within dimensional specification. Pull and strength testing were performed with the complaint sample and compared to control samples, no significant difference was found between the samples. Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the tubing disconnected. During clinical follow-up it was determined that the connection to that arterial line disconnected during cardiopulmonary bypass resulting in approximately 200cc of blood loss. The procedure was completed successfully and there was no observed harm to the patient.